Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous distal right coronary artery. A 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged. The procedure was completed with a 2.50x38mm non-bsc stent. No patient complications were reported.